Manufacturer narrative:
The safety and effectiveness of the perclose proglide smc devices have not been established for pts who are morbidly obese. The device was received. Investigation is not yet complete.

Event description:
Device malfunction: guide breakage. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during removal the device broke between the proximal and distal portion of the guide. The device was surgically removed and the artery was sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no additional information was available.